Event description:
In early 2004, the patient was implanted with gore excluder aaa endoprosthesis to treat an abdominal aortic aneurysm. Between 2004 and 2005, follow up CT measurements showed the maximum aneurysm diameter had enlarged gy 4 mm. In 2005, an additional procedure was performed to coil embolize a lumbar artery to resolve a type ii endoleak. Between 2005 and 2006, follow up CT measurements showed the maximum aneurysm diameter had increased by 6 mm. Between 2007 and 2008, measurements taken by ultrasound revealed the maximum aneurysm diameter enlarged by an additional 3 mm. In late 2008, angiography revealed no evidence of endoleaks. In 2009, an additional endovascular procedure was performed to treat endotension. The original devices were relined with additional gore excluder aaa endoprosthesis. The patient is in stable condition, with no complications.

Manufacturer narrative:
Conclusion - aneurysm growth in the absence of endoleak has been defined as endotension. One hypothesis for the source of endotension is the transmural movement of serous fluid across the material used to fabricate devices used to treat the aortic abdominal aneurysm. In response to this issue, gore elected to provide a design enhancement to the original gore excluder bifurcated endoprosthesis. A review of the manufacturing paperwork has been conducted. Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications.